Event description:
It was reported that the patient received inappropriate therapy for sinus tachycardia misdiagnosed as vt/vf due to programming. Program changes were recommended. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.